Manufacturer narrative:
The jupiter operating table was inspected by a trumpf medical field service technician. It was identified that a micro switch at the assembly "sensor" which is located at the trendelenburg drive unit was defect/ not working correctly. The assembly "sensor", which includes the micro switch, was replaced and the device function checked. The operating table was working as intended after the repair. A further engineering investigation indicated the micro switch was damaged. After correcting the damaged micro switch the part was working again. The root cause for the not working trendelenburg function during the surgical procedure was due to the damaged micro switch at the trendelenburg drive unit. It could not be determined what caused this mechanical damage. The assembly "sensor" is located inside the column and covered by the flexible bellow. It is most likely the micro switch was damaged by a massive collision with foreign equipment. The jupiter operating table involved in this event exceeded it's intended design life of 10 years. Based on the investigation findings no further actions are necessary.

Event description:
The customer alleged during a surgical procedure the trendelenburg function was not working. The patient was transferred to another or-table to continue the surgical procedure. Event occurred during surgical procedure at (B)(6) 2021. The female patient was positioned on the operating table jupiter. The user tried to change to position the operating table. Only a cracking noise was noticed from the motors. The device did not react to any movement commands - the device failed to work. The following actions were performed in order to solve the issue: - a cabled remote control was used - use the column keypad - reset of the device. All of those actions did not solve the issue. The surgical procedure was continued in another surgical room. This resulted in a prolonged procedure/ prolonged sedation and additional stress for the patient. The manufacturer was contacted and the device taken out of use. Trumpf medical inspected the device on (B)(6) 2021 and a defect sensor identified. This sensor was replaced. The device was adjusted and the functionality was checked. The patient survived the surgery well and is doing well. Currently there is no check possible for the sensor working properly prior starting a surgical procedure. This caused a delay in the procedure and a prolonged sedation and additional stress for the patient. No injury was reported in relation to this event. This report was filed in our complaint handling system as complaint # (B)(6).

Manufacturer narrative:
The device was inspected by a trumpf medical field service technician. It was identified that a sensor at the trendelenburg drive unit was defect. The sensor was replaced and the device function checked. The device is working as intended after the repair. Upon further investigation results for the root cause will become available a final report will be provided.

Event description:
The customer alleged during a surgical procedure the trendelenburg function was not working. The patient was transferred to another or-table to continue the surgical procedure. Event occurred during surgical procedure at (B)(6) 2021. The female patient was positioned on the operating table jupiter. The user tried to change to position the operating table. Only a cracking noise was noticed from the motors. The device did not react to any movement commands - the device failed to work. The following actions were performed in order to solve the issue: a cabled remote control was used. Use the column keypad. Reset of the device. All of those actions did not solve the issue. The surgical procedure was continued in another surgical room. This resulted in a prolonged procedure/ prolonged sedation and additional stress for the patient. The manufacturer was contacted and the device taken out of use. Trumpf medical inspected the device on (B)(6) 2021 and a defect sensor identified. This sensor was replaced. The device was adjusted and the functionality was checked. The patient survived the surgery well and is doing well. Currently there is no check possible for the sensor working properly prior starting a surgical procedure. This caused a delay in the procedure and a prolonged sedation and additional stress for the patient. No injury was reported in relation to this event. This report was filed in our complaint handling system as complaint (B)(4).